Event description:
Following a femoral angiogram, an 8f angio-seal device was deployed. While tamping, there was no resistance. The spring was placed with a 3cm spring distance. The puncture site continued to bleed and manual pressure was applied. Pulses were dopplered and were weak. Hospital staff suspected that collagen had been deployed in the vessel and that the tamper tube went too deep. Surgeon was consulted, site continued to bleed and manual pressure was applied. Surgeon consulted 1.5 hours post deployment and the pt was taken to surgery for removal of the angio-seal device and repair of the vessel. The pt's pulses were dopplered and were found to be strong. Manual pressure was held for one hour. Pt was discharged on 7/2/00. Pt had been placed on a heparin, 3000 u IV at beginning of catheterization procedure. The user was in the process of becoming certified on the proper deployment techniques of the angio-seal device.